Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of blank display and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer also had sensor glucose reading of 125 mg/dl. The customer treated with a bolus. The customer stated that the display was blank for about 20 minutes. The customer was advised that a battery out limit alarm will occur after the pump rest. The customer was advised to check if aaa alkaline battery is in use. The customer stated that the battery in use is (B)(4) aaa (B)(6) alkaline. The customer was assisted with rewinding the pump. The customer was advised to monitor the pump.